Manufacturer narrative:
Results product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the pt was first implanted with a vision 4x23mm in the proximal lad which caused a dissection. The dr tried to cross the stent with another vision 3.5x15mm, but was unable to do so. Finally they crossed with another company's stent system to treat the dissection. No additional event or pt info is available.